Event description:
Customer reported to customer service that the pump is working in the first "priming" stage where it sucks at a rapid pace. But as soon as it switches over to the slower, longer sucking pace the motor starts acting up. As a result I am having trouble with a clogged milk duct.

Manufacturer narrative:
Customer service referred the customer to the pump's fact page, provided product video links, instructions for use, and ordering information. Pump is no longer under warranty. Customer service requested the alleged defective pump be returned for evaluation. The pump has not been received at medela as of on (B)(4) 2013. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she was diagnosed by her obgyn with clogged duct on (B)(6) 2013 and treated with dicloxacillin 250 mg. She was pumping with a medela breast pump when she was diagnosed with the clogged duct. This issue with cycle is irregular/inconsistent for the pump in style device is currently being investigated under (B)(4).